Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. Customer¿s blood glucose at the time of incident was 600 mg/dl and current blood glucose was 137 mg/dl customer experienced the symptom like nausea related to the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer does not allege pump was under delivering. Customer also reported that high pressure test was performed and the test results was no delivery. Customer was treated with manual injection. Customer reports they feel okay to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis and reservoir will also not be returned for analysis.